Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 (based on the 3-digit lot number provided, the manufacturing date of the device was in the month of september 2023, but a specific date could not be identified) and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the results of the investigation, it is likely that the foreign substance was 'cotton (thread),' and it came from the patient's body, not from the product. (It is unknown why the thread remained in the patient's body.) However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: (drawing number: gk6286, revision number: 19) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the forceps had foreign material (cotton) attached the issue occurred during a diagnostic (biopsy) procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.